Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a pool of fluid inside the housing. Further visual inspection revealed that the leak was due to missing film-wrap. The cause of the missing film-wrap was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder crimp during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.